Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited elective replacement indicator in (B)(6) 2018 with less than 3 months longevity remaining. Premature battery depletion was suspected; as the patient is completely pacemaker dependent the physician booked the patient for an urgent pacemaker changeout. The device was explanted and replaced. The patient was in stable condition post procedure.